Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The customer stated the diluent had been onboard the instrument for 29 days; the diluent is stable up to 28 days. The onboard stability of the diluent was slightly exceeded which may have impacted the diluted result. Neither the undiluted or diluted results were repeated by the customer. The special hormonal status of ivf patients may cause certain patient-specific metabolites affecting the results from the estradiol iii assay. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys estradiol iii (estradiol iii) on a cobas e 411 immunoassay analyzer. The initial result was >3000 pg/ml with a data flag. The sample was repeated with a 1:10 dilution and the calculated result was 2186 pg/ml. It is not known if any questionable results were reported outside of the laboratory. The e411 analyzer serial number was (B)(4).